Manufacturer narrative:
Result: foot board.

Event description:
It was reported by svc report that the foot board was broken into two pieces and there were sharp edges and the possibility for fluid ingress. It is unk if there was pt involvement; however, no adverse consequences were reported.